Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21028368.

Event description:
It was reported that the patient was not able to keep the implantable pulse generator (ipg) charged. Consequently, the patient underwent a procedure to replace the ipg. During this procedure, one of the leads could not be removed from the ipg header and eventually broke. The physician decided to explant the lead. The patient was doing well postoperatively with one lead still implanted. The products will not be returned as the facility kept the explanted lead and ipg.